Event description:
The pt was implanted with a vented electric left ventricular device (lvad). It was reported by the hosp's perfusionist that the pt called the hosp and stated that the lvad was making a grinding noise and was also experiencing red heart and yellow wrench alarms. The pt and family changed the system controller without resolution. The pt was then brought into the hosp on a hand pump. The hos staff replaced the controller; however, there was no change in status. The pt was then placed on pneumatic support using a stroke volume limiter (svl) and drive console, and anticoagulation was started. The rate on the drive console was placed at 90bpm and the pt was asymptomatic. The pt's normal rate on the lvad was 80-90bpm. It was also reported that the pt had issues controlling hypertension. The MFR's clinical specialst recommended that bp be kept below 120mmhg since the pt was on drive console, and that the art line might be helpful in controlling bp. The pt remains stable.